Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "error e216 and b30" occurred due to abnormality inside the scope connector such as short-circuit may have occurred due to the water invasion. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a therapeutic and diagnostic endobronchial ultrasound and was completed using a similar device. There was a 15-minute delay. The patient was not under anesthesia or sedation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a scope communication error b30 and e216. The issue occurred during preparation for use. There were no reports of patient harm.